Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump shut down when her sensor glucose level was 40 mg/dl but her blood glucose level was 167 mg/dl. The customer received a change sensor alert after two consecutive calibration error alarms. The sensor cannula was bloody. The customer was advised that the device would be replaced and agreed to return the product for analysis.